Event description:
Patient reported "double capsular contracture baker grade 3" and "splinter like nipple pain". This pain has now resolved.

Manufacturer narrative:
The event of capsular contracture baker grade 3 is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Patient reported symptomatic with bia alcl concerns. Histopathological markers are not reported, hence alcl cannot be confirmed. Device has been explanted.